Event description:
It was reported that during implant of a new device, the right atrial lead dislodged, had no sensing, and no capture. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.